Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n480857, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported they forgot to update the new concentration that had been put in at the refill. The patient came in the next, a little over 24 hours later. No symptoms were reported. A bridge bolus was not performed as the new medication would have already reached the catheter tip. The pump was programmed with the correct concentration. The patient was fine and receiving effective therapy. There were no symptoms or adverse reactions to the change. No further information was provided.

Event description:
It was reported a bridge bolus was not performed at the patient refill yesterday (8:51 am). The healthcare professional (hcp) refilled the pump with 5 mg/ml but, left the pump programmed for 3 mg/ml. The patient would return to the office the date of this report at 2pm. The patient was noted to be feeling fine at the time of initial report. When the patient returned to the office, they had taken 6 boluses. After reviewing the programming, it was also determined the hcp had programmed simple continuous at 1.3 mg/day rather than 1.1307 mg/day the patient would be adjusted "back down" before they left. The pump was used to deliver morphine.